Event description:
It was reported to philips that the device gave an error indicating the device's generator was busy, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.